Event description:
A review of two patients' event history from a few weeks prior showed combined data: patient a was admitted from the emergency department (ed) into room 1 on a step-down (sd) unit. Over a week later, patient a was moved to room 2 on the same sd unit. A few days later, patient b was admitted from the ed into room 3 of the same sd unit. A day later, patient a moved from room 2 to room 1 and then patient b was transferred from room 3 to room 2. Review of patient b's event history showed identical events from patient a's event history. Patient b's event history showed events originally from patient a, a week before even though he wasn't admitted until a day before. Upon admitting patient b to room 2, there was no warning indicating to the user that previous data existed or that the data would be merged. This was a specific incident where the issue was identified. Similar incidents have most likely occurred and gone undetected. The potential for this incident has been possible since use of the patient data modules (pdm) with the solar monitors began. Manufacturer response for patient input module, (brand not provided) (per site reporter). According to the manufacturer, the device is working as intended and there is no technical resolution. Training is needed to teach nursing how to properly discharge patients from the solar 8000i monitor and from the pdm in order to avoid the issue.